Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shock was not delivered. The customer reported the patient expired due to delay in therapy. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Per an incoming communication received, it was clarified the correct serial number associated with this file is (B)(4).

Event description:
It was reported to philips that the device did not deliver a shock. It was later clarified there was a pacing issue. The customer reported the patient expired due to delay in therapy. The customer requested that a field service engineer (fse) be dispatched to the customer site. It was found the device was entering into service mode when pacing mode was selected by the user through the therapy switch. It was determined the processor pca needs replacement. The customer was provided with a quote for a replacement processor pca in order to resolve the reported pacing issue. The cause of the reported issue is consistent with a faulty processor pca, which is awaiting replacement. The device remains at the customer site and no further investigation is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.